Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 234 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the he was not able to use the button the main menu up or get the pump to come off. Customer stated that the rewind seems slower and scratches on screen and customer experiencing no delivery alarms without explanation. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at act button due to unlocked connector on lcd board. No button error alarm and frozen screen noted during testing.